Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the ise reference valve to resolve the issue. (B)(4).

Event description:
A customer reported obtaining low sodium results and high chloride results. According to the customer, hundreds of patient results may be affected but did not provide documentation for review. The customer indicated that they were obtaining low anion gaps. Any sample with an anion gap of <3 requires repeating. The customer confirmed that no corrected reports have been issued and there was no medical intervention or change to patient treatment associated with this event.